Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid inlet occlusion alarm occurred at the end of a routine hemodialysis treatment when the dialysate delivery system ran out of fluid. Rinseback was not performed due to clotting of circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The cycler alarmed appropriately to the lack of dialysate. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No additional information will be provided.